Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During pre-deployment establish final arm angle (efaa), an xtw clip continuously opened with the turn of the arm positioner, going from a loose neutral position. The clip was closed at 20 degrees, continuously opened to 30 degrees with the first rotation, and a little over 30 degrees with the second rotation. Troubleshooting was performed by cycling the clip more to 150 degrees, but the clip opened again. The clip was removed and replaced. The mr was reduced to grade <1. The clip was tested outside of the anatomy, and lock held. There were no adverse patient effects.